Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 432 mg/dl. Customer reported that she was hospitalized due to high blood glucose, and feeling sick. The customer was treated with insulin drip the whole time she was in the hospital. The customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose reading was 585 mg/dl at the time of call. Customer treated with insulin pump and manual injection. Customer also reported that the insulin pump alarmed motor error and the insulin pump has scratches on the screen. Troubleshooting was performed and completed for motor error and insulin pump damage. The insulin pump will not be returned for analysis.